Event description:
It was reported that the customer experienced change sensor and sensor glucose versus blood glucose. Sensor glucose reading at the time of the event was 50 mg/dl and blood glucose was 432 mg/dl. The customer reported no adverse event. The event involved product mmt-7040ma. Explained sensor may have no longer been responding to glucose changes. Customer is unable to run a transmitter test. Customer was advised to try another sensor. No harm requiring medical intervention was reported. Mmt-7040ma was requested and device was returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.